Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of a b/l laparoscopic tubal ligation (09/16/2003) performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2003 and (B)(6) 2011 due to stress urinary incontinence. It was also further reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and other injuries (not stated on plaintiff profile form). It was further reported that patient underwent removal/revision surgery (sling repair) on (B)(6) 2011 due to stress urinary incontinence and failed mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.